Manufacturer narrative:
A partial sample was received for evaluation which included a patient connector, tubing, blue adapter and white clamp attached to the female connector of a transfer set. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The partial sample was connected and disconnected by hand using the returned transfer set with no issues with the patient connector. The reported connection condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home. 1900 n highway 201. Mountain home, ar 72653. United states. Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina san, cristobal 91000. Dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette would not disconnect from the transfer set. This occurred after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.